Event description:
It was reported that there were a few lines missing at the bottom of the display on the external pulse generator. The generator was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the external pulse generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was missing segments. Analysis also found that the side bail covers were broken, the ring cover was contaminated, the ring was bent and the keyboard was scratched.